Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had the shunt implanted in (B)(6) 2015. It was stated that the product "almost killed" the patient and that their brain was "eaten away" and "collapsed." The shunt was removed in (B)(6) 2017.